Event description:
Crew responded to a cardiac arrest, pt determined to be asystole when attached to the device. The pt was shocked six times, then pacing was started. Reportedly while pacing the pt the device unexpectedly turned off. Twice more the device operator turned the device back on, and the device immeditely turned back off. A back up device was obtained and care to the pt was continued. Pt outcome was not reported. The reporter stated there were no adverse affects to the pt as a result of device operation.